Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye and magnification noted a channel near the port seal area. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to a channel leak noted on the outer side of the port at the rf (radio frequency) weld. The reported condition was verified. The cause of the condition was due to an inadequate port seal during the radio frequency welding process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an effluent sample bag leaked. This occurred during priming for peritoneal dialysis therapy. The patient was not connected at the time of the event. The leak was described as the "effluent sample bag was resting on the floor and as the priming began, they noticed a puddle starting to develop just under that sample bag". As a result, "they clamped that small tubing leading to the bag and placed an absorbent pad under it". The sample bag was removed and the training was resumed. There was no patient injury or medical intervention associated with this event. No additional information is available.